Manufacturer narrative:
Additional concomitant medical products: model number/catalog number: 72404156, batch/lot number: 0178398002, model/catalog description: reservoir 100 ml pc/iz.

Event description:
It was reported that an ams700 inflatable penile prosthesis pump device was replaced for unknown reasons. Another pump was implanted. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that this device was implanted on (B)(6) 2016. The patient condition was good following the event.

Manufacturer narrative:
Additional information received that the device was replaced due to a rupture of prosthesis. Model number/catalog number: 72404156, serial number- null, batch/lot number: 0178398002, model/catalog description: reservoir 100 ml pc/iz. An overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, caused or contributed to the error which includes unintended inappropriate use of the device and incorrect sample preparation. Per the cis product investigation work instruction, 92186855 rev. E, "no escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process."

Event description:
It was reported that an ams700 inflatable penile prosthesis pump device was replaced for unknown reasons. Another pump was implanted. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that this device was implanted on (B)(6) 2016. The patient condition was good following the event.

Event description:
It was reported that an ams700 inflatable penile prosthesis pump device was replaced for unknown reasons. Another pump was implanted. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that this device was implanted on (B)(6) 2016. The patient condition was good following the event.

Manufacturer narrative:
Additional information received that the device was replaced due to a rupture of prosthesis. Model number/catalog number: 72404156, serial number: null, batch/lot number: 0178398002, model/catalog description: reservoir 100 ml pc/iz.